Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the keypad malfunction, which was experienced during evaluation as an intermittent keypad response of the #1 and #2 keys. This condition was found to be caused by a failed keypad. The failed keypad was replaced. (B)(4).

Event description:
During baxter's functionality testing of a spectrum pump, the device had an intermittent keypad response. There was no patient involvement.